Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and found an increased intraperitoneal volume (iipv) during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be use error as the clinician inappropriately set the minimum drain volume percent setting too low (80%). Labeling review found labeling to be adequate for the user error identified in this report. A service history review revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Additional information: baxter product surveillance attempted to contact the nurse on (B)(4) 2011. The receptionist stated that the nurse was not available. A detailed message was left to notify the nurse of the iipv and the cause. The message will be forwarded. Product surveillance advised to have the nurse call should she have any questions. No further information is available. No patient injury or medical intervention was reported.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2011 during drain cycle 5. The patient's ultrafiltration reading was 1189 ml, indicating the home patient (hp) drained 1189 ml more than their programmed fill volume of 1800 ml. This meets iipv criteria. No patient injury or medical intervention was reported.